Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy sores under the back-therapy pads and under breasts. The skin was described as red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed cortizone 10. Per patient information and authorization log, the doctor decided to end use on (B)(6) 2021 due to the skin irritation. The medical outcome is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as itchy sores under the back-therapy pads and under breasts. The skin was described as red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed cortizone 10. Per patient information and authorization log, the doctor decided to end use on (B)(6) 2021 due to the skin irritation. The medical outcome is unknown. Supplemental report 9/16/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.